Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was cracked. The cartridge cap was able to be fully secured to the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The pump was able to power up with the test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/ condition issue) issue. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.